Manufacturer narrative:
This report is submitted on august 09, 2022.

Event description:
Per the clinic. The patient experienced an extrusion of electrode array into the external auditory canal. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on september 05, 2022.